Event description:
It was reported that this lead was explanted due to excessive use of her right arm, which caused the leads to shift and become loose. A new lead was implanted. No additional adverse patient effects were reported.